Event description:
Aches, pains, dry mouth, itching, swelling/redness skin, swollen joints, fatigue, hair loss, rashes, weight loss, heavy menstrual bleeding, infections, high blood pressure, auto-immune problems and ms. Event date: 4/4/80.